Event description:
Had herniated disc c5c6 date (B)(6) 2024 saw surgeon decided to do artificial disc replacement with prodisc c vivo (15 x12 x 5mm) on (B)(6) 2024. After surgery , I started having problems right away. Neck pain, always felt like neck was "catching" anytime I moved it. Numbness came back, headaches, sharp pain in shoulders, traps and neck. Reached out each time to dr about issues. Every follow up had images done before appt. Things got worse 5 months after surgery. Ordered new CT, MRI, x-rays in (B)(6) 2024. Images revealed displacement of the implant. Per surgery report it stated once dr went in to remove disc it was noted "device was loose". I had "erosion" noted in surgery report as well. Dr removed artificial disc and proceeded with fusion. Disc was sent off to manufacture to get checked for any hardware problems. I never heard anything back from that, I asked drs nurse and also reached out to manufacturer to get any information. Nurse told me she hadn't seen anything back and manufacturer never responded to my emails.